Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.

Event description:
A report was received that a trial patient's leads were explanted as scheduled. During the lead pull, an infection of the skin at the lead site was observed. The patient was treated for the infection with an oral antibiotic and is reportedly doing well after the treatment.